Event description:
Customer contacted beckman coulter inc. (Bci) regarding an incident that occurred on the unicel® dxc 800 pro synchron® chemistry analyzer. The operator of the instrument cut her finger on the offload tray of the instrument. Since the offload tray contains offloaded sample racks, biohazard exposure is possible. Per customer, the operator reported this and got treated by the occupational health department.

Manufacturer narrative:
Service was not applicable for this event. Customer covered the edge of the metal plates at the offload tray with tape.